Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the act button became unresponsive and that the blood glucose had been running high. She stated that the blood glucose had been running high all day and gone as high as 542 mg/dl. Customer treated with a bolus. She stated that the cannula was not bent or occluded and that the site was not sore or irritated. Nothing further was reported.